Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-03276 and 1627487-2014-03278. It was reported the patient experience ineffective stimulation and loss of stimulation. X-rays identified the model 3262 scs lead had migrated. The scs leads and scs extension were explanted and replaced which resolved the issues. Additionally, it was reported the scs ipg was electively replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.